Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. The customer reported that the family is refusing to release the electronic log files from the AED and therefore an investigation is not possible. Should additional information become available a follow-up MDR shall be submitted. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED was giving a service code warning after the pads were replaced following use of the AED for an attempted resuscitation. It was reported that the patient had a cardiac event and surgery the week prior to this event. The patient was in bed and unresponsive for an unknown length of time before the AED was applied and CPR attempted. They reported that the AED did not advise any shocks and that the patient was not resuscitated.